Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the open cell stent design may give the appearance of a stent fracture; however, this cannot be determined. The additional treatment is likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.na

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified left superficial femoral artery. An absolute pro stent was advanced and deployed at the lesion without incidence. Then during standard post dilatation it was noted that the stent implant had a fracture/breakage (not separated in two pieces) for about 1cm on the distal part of the stent. It was decided to deploy a 6x30mm absolute pro stent over the fractured stent. It was confirmed that no resistance was noted advancing or removing the device, no issues with the thumbwheel or any other incidence during the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.